Event description:
Customer inserted tampon and noticed a second partial tampon in the same applicator. Customer removed tampons and went to urgent care tp ensure no residual components were in her body.